Event description:
This patient was undergoing uro-gynecological repair surgery. The ligasure device was placed on the operative field and plugged in. When the surgeon placed the device in the patient, it would not fire. This required a new device be used for this procedure.what was the original intended procedure?uro-gynecological repair.